Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device is having error codes during daily checks. The customer stated that there was no pt involvement.